Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri), due to an extended charge time, exceeding the extended charge time limit. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the physician will monitor the device. The patient was scheduled for a follow up for a date in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.